Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2013 and mesh was implanted. Following the surgery he had one or more invasive medical treatments because of pain and undisclosed complications. No additional information provided.

Manufacturer narrative:
Device code: hernia recurrence occurred. It was reported that following the procedure patient experienced small-bowel obstruction and recurrent incisional hernia. It was reported that the patient underwent mesh excision on (B)(6) 2015 by dr. (B)(6), md at (B)(6) hospital due to infected mesh from incisional hernia repair. It was reported that the patient underwent mesh revision on (B)(6) 2016 and on (B)(6) 2016 by dr. (B)(6) , md at (B)(6).

Manufacturer narrative:
A device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.